Event description:
Material: mpx5302-c batch#: unknown it was reported by the customer that item imempx5302c is leaking. Verbatim: rcc received a complaint via email. Email(s) attached item: mpx5302-c quantity affected:2ea serial/lot number:unk po : 4517509137 are any samples available for return? Yes reported issue: customer xxxx emailed stating that item imempx5302c is leaking.

Manufacturer narrative:
Initial MDR submission with device evaluation. He customer reported leakage, and returned one sample of material mpx5302-c, lot 24059222. Upon initial visual examination, the set had no defects or abnormalities. The set was then tested at all connections with a 10 ml bd syringe, but no leakage was found. All connections were plugged/closed to create pressure. The complaint could not be verified. The root cause could not be found without a verified failure. Device history record review for model mpx5302-c lot number 24059222 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.